Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient mentioned that his stimulator works pretty good on one setting but with the first 2 settings, they can increase stimulation all the way up and they barely get any sensation out of it. Patient also mentioned that from time to time if they forget to hit all 3 programs at the same time it gives him a huge jolt. The patient was redirected to their healthcare provider to further address the issue.